Event description:
It was reported that: "tavi procedure, the hub(membrane) of the manta sheath was defected, the doctor tried to insert the manta to the sheath several times but felt a big resistance related to (3010252479-2023-00078) manta. He took another manta device, and the problem was repeated (related to 3010252479-2023-00079 manta). So he had to take a third manta and then it was ok. Additional information on 18apr2023: the issue was identified during a tavi procedure. There were no issues advancing or withdrawing procedural sheaths. When resistance was met, the entire device was removed, and another manta device was used. There was no buckling or bending of the bypass tube.

Manufacturer narrative:
(B)(4). Three manta pouches were returned together by the customer for 3010252479-2023-00078 manta, 3010252479-2023-00079 manta and 3010252479-2023-00080 manta. Blood particulates were noted in all the units. The units were decontaminated and inspected. Pouch 1 (3010252479-2023-00078 manta): one unit of manta, sheath and dilator were returned. Manta lever was observed to be engaged releasing the components outside of the lumen. No damages or tear noted on the button valve. The unit was functionally tested for advancement. The sheath was dilated for 30s. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered "big" resistance attempting to advance the bypass tube into the sheath hub. The physician attempted to insert the bypass tube into the hemostatic valve multiple times although the resistance continued. No buckling or bending occurred to the bypass tube when met with resistance. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "tavi procedure, the hub (membrane) of the manta sheath was defected, the doctor tried to insert the manta to the sheath several times but felt a big resistance related to (3010252479-2023-00078) manta. He took another manta device, and the problem was repeated (related to 3010252479-2023-00079 manta). So he had to take a third manta and then it was ok. Additional information on 18apr2023: the issue was identified during a tavi procedure. There were no issues advancing or withdrawing procedural sheaths. When resistance was met, the entire device was removed, and another manta device was used. There was no buckling or bending of the bypass tube.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.